Event description:
A customer reported that their AED battery was depleted. They reported that this did not occur during patient use.

Manufacturer narrative:
The battery pack associated with this complaint was not returned and thus the root cause could not be determined. Troubleshooting of the AED with the customer identified that the AED is functioning as designed and can stay in service. Should additional information become available a follow-up MDR shall be submitted.